Event description:
Reference manufacturer number: 1627487-2021-15573. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Manufacturer narrative:
A patient's s1 lead pulled out of incision was reported to abbott. As a result, the patient's leads were explanted to address the issue. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided.

Event description:
It was reported the patient's lead was explanted on (B)(6) 2021 due to it being pulled out of the incision.